Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics for this peritonitis event; route, dose, frequency, and duration were unknown. The peritoneal dialysis (pd) catheter was removed and the patient is now performing hemodialysis. The patient is currently recovering but is still experiencing abdominal pain related to this peritonitis event. No additional information is available.